Event description:
Procedure type: colon resection. According to the rptr: the anvil remained in the rectum once the instrument was removed after creating the anastomosis. Rectoscopy was done to remove anvil manually. No bleeding, and no tissue loss or damage occurred as a result. Surgery time was extended by more than 30 mins. The pt is generally healthy, and in well current condition and has been discharged to home.